Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 14mg/dl. It was stated that the customer was experiencing unexplained low glucose for two days. Troubleshooting was performed. The customer was treated with food and glucose tablets. It was stated that the customer also was hospitalized again the next day due to high blood glucose over 600mg/dl. It was stated that the events leading to her second admission was vomiting. It was stated that the customer was treated with manual injections. It was stated that the customer did feel uncomfortable and requested a replacement of the insulin pump. The customer's most recent glucose reading was 140mg/dl. No further info was provided.